Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion code. Technical services (ts) was consulted, assisted resetting beeper. An analysis of device data was requested. Data analysis revealed the device is depleting normally and the battery depletion code was triggered by extended magnet application. Subsequently beeping tones were heard again; a review of device data was requested. The beeper was reset, and beeping tones were persistent. A review of device data noted hundreds of magnet applications logged over the past several months. Ts suspected possible damaged reed switch which is responsible for magnet detection and noted it was very unusual. Ts recommended device replacement, and the device therapy was programmed on. This s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported. This product has not been received for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion code. Technical services (ts) was consulted, assisted resetting beeper. An analysis of device data was requested. Data analysis revealed the device is depleting normally and the battery depletion code was triggered by extended magnet application. Subsequently beeping tones were heard again; a review of device data was requested. The beeper was reset, and beeping tones were persistent. A review of device data noted hundreds of magnet applications logged over the past several months. Ts suspected possible damaged reed switch which is responsible for magnet detection and noted it was very unusual. Ts recommended device replacement, and the device therapy was programmed on. This s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.